Manufacturer narrative:
The company representative replaced the motor controller board (p/n 0671-00-0004) and the unit failed the motor calibration test with an error code #50. Replaced the motor control board again at no charge. Unit only had 44 hours on it since replacement of first board, the iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the iabp failed the "motor calibration test", unit displayed a code #50 (motor speed out of specification). Unit only had 44 hours on it since it had recently been replaced back on (B)(6) 2012. No patient was involved.